Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports being unable to use their controller as had been stuck on a loading screen while performing an update. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, stomach pain, dehydration and vomiting. The patient had removed and disposed of the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids, sugar water and insulin. In addition the patient reports being provided medication for pain. The patient was advised to administer insulin injections. The patient was discharged from the hospital after 24 hours.